Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a system failure during testing. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found all tamper seals and labels were intact. Functional testing was able to reproduce the error code. The root cause of the issue was error code. To correct the issue required the re-installation of software applications. If the occurrence of this issue increases significantly,, additional investigative action will be taken accordingly.